Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute integrity des were implanted - one was implanted in the lad and one was implanted in the cx. Approximately 4 months post index procedure the patient suffered a stroke. Cerebral infarction was confirmed by cerebral angiography and MRI. The patient was treated with medication. The patient recovered. The investigator and safety assessed that the event is not related to the index device or anti platelets.

Manufacturer narrative:
Event term updated to transient ischemic attack. If information is provided in the future, a supplemental report will be issued.